Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the waveguide was found to be broken. It was reported that the device had a component that disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic myomectomy, the device broke during use on a patient. One of the jaws disengaged and it fell inside the patient. Doctor was not really sure if the piece was really removed from the patient. The patient was delicate. They did not know if the piece was the reason of this, but stable. The surgeon performed the reintervention to the patient and after 1 hour of procedure and with the help of intraoperative c-arc x-ray images, he took it out. The doctor said that the patient was not getting better as usual in comparison with other patients that had the same procedure. Patient had some abdominal pain, but at the end stable and better. The principal reason for additional surgical procedure was to remove the broken piece because it was the main explanation to the patient not getting better. During the procedure, the doctor found uterine-colon adhesions that were probably causing the post-op complications to the patient but (as he said) he thought it was not related to the broken piece. Doctor performed a diagnostic laparoscopy with help of intraoperative c-arc x-ray to find the piece. After approximately 1 hour, doctor and his team (2 surgeons more) found the piece and took it out. Patient was not required any further medical and/or surgical intervention.